Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 13, 2007. Sample evaluation summary: one companion unit was received. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. Subsequently, per procedure, a flow test was performed on the unit for 42 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated 1.94, normalized (2.5%) 1.99, specification range1.80 -- 2.20. The flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the companion unit performed as expected. A batch review has been conducted by the manufacturing qa group which revealed that the lot passed all release criteria. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
A customer report was received by a baxter sales representative concerning an elastomeric device involved in an overinfusion incident during patient use. The device was filled with 92 ml of 5-fu and saline solution. The device has been discarded. Patient information is not available nor is the duration of infusion except that the device completely emptied 2-10 hours early. No injury or medical intervention resulted.